Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. Motor passed motor test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the reservoir leaked. The leak occurred when they removed the reservoir out of the insulin pump. The insulin pump was not rewinding. Customer woke up with a blood glucose level of 500 mg/dl. The customer treated their blood glucose level with a manual injection. When rewinding, the insulin pump alarmed motor error. The piston did not move. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.